Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 could not be reproduced, but was confirmed through review of the event history log for a single event. The one instance of this error occurred on (B)(6) 2014. Over the course of the next six months, there were no instances of this error. This is indicative of an event during the time of failure that cannot be recreated on the test bench, and the infrequency of the failure tends to preclude a repeatable pump failure.